Event description:
About two months previous to report, it was stated the patient had "severe" pain in their leg when stimulation was on. The pain would go down to the patient's calf and they could not walk and their "leg buckled" beneath them. Turning the stimulation down to 0.0v did not help with the patient's pain. A loss of therapeutic effect was reported as well. It was indicated the device "never helped" with the bladder and the patient would wet the bed "every day." It was added the patient was never able to feel stimulation. No known accidents and incidents were reported in relation to the loss of effect. A couple weeks later it was stated the implantable neurostimulator site was "very tender," but not warm or swollen. It was painful to touch. It was noted the device worked "well" for about 1.5 years after implant, but then the patient started to have discomfort. The discomfort eventually became "unbearable" pain for the patient. It was stated the patient had this pain "all the time" unless they sit or lie down, and then it was "minimized." The patient received pain medication, but it was stated to have not helped and made the patient sick. It noted the device was "not working, not helping" and the patient was unable to hold their urine. As of the date of this report, it was reported that due to the constant pain, the device was explanted. The patient recovered without sequelae. It was noted the device was working fairly well, but the patient had "terrible" pain on the side of the lead. The pain was reportedly still present when the device was turned off. Once the device was removed, it was indicated the patient's pain stopped. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot # v389438, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # v358329, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).